Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported left side rupture with silicone leakage toward axilla. Device has been explanted and replaced.

Event description:
Patient reported left side rupture with silicone leakage toward axilla. Device has been explanted and replaced

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.